Manufacturer narrative:
Preliminary analysis of the returned pacemaker confirmed that electrical and mechanical characteristics were within specifications.

Event description:
It was reported that during the regular follow-up performed on (B)(6) 2017, episodes of noise oversensing were recorded in both atrial and ventricular channels. Lead tests were performed, but no significant change in the electrical performances was observed. Reportedly, electromagnetic interferences (emi) were suspected at first, but the noise pattern was not typical of what is observed in case of emi. The observed noise could not be reproduced by isometric test, deep breathing, coughing and by egm examinations (with the patient changing her positioning or moving the arms to a large extent, and by applying mechanical stress around the implant site). Reportedly, the patient returned home and the next follow-up will be performed within a month.

Manufacturer narrative:
The subject pacemaker was explanted and returned for analysis.

Event description:
It was reported that during the regular follow-up performed on (B)(6) 2017, episodes of noise oversensing were recorded in both atrial and ventricular channels. Lead tests were performed, but no significant change in the electrical performances was observed. Reportedly, electromagnetic interferences (emi) were suspected at first, but the noise pattern was not typical of what is observed in case of emi. The observed noise could not be reproduced by isometric test, deep breathing, coughing and by egm examinations (with the patient changing her positioning or moving the arms to a large extent, and by applying mechanical stress around the implant site). Reportedly, the patient returned home and the next follow-up will be performed within a month.

Event description:
It was reported that during the regular follow-up performed on (B)(6) 2017, episodes of noise oversensing were recorded in both atrial and ventricular channels. Lead tests were performed, but no significant change in the electrical performances was observed. Reportedly, electromagnetic interferences (emi) were suspected at first, but the noise pattern was not typical of what is observed in case of emi. The observed noise could not be reproduced by isometric test, deep breathing, coughing and by egm examinations (with the patient changing her positioning or moving the arms to a large extent, and by applying mechanical stress around the implant site). Reportedly, the patient returned home and the next follow-up will be performed within a month.

Event description:
It was reported that during the regular follow-up performed on (B)(6) 2017, episodes of noise oversensing were recorded in both atrial and ventricular channels. Lead tests were performed, but no significant change in the electrical performances was observed. Reportedly, electromagnetic interferences (emi) were suspected at first, but the noise pattern was not typical of what is observed in case of emi. The observed noise could not be reproduced by isometric test, deep breathing, coughing and by egm examinations (with the patient changing her positioning or moving the arms to a large extent, and by applying mechanical stress around the implant site). Reportedly, the patient returned home and the next follow-up will be performed within a month.